Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: aortic valve/ cag. The clamp was being used to cross clamp the aorta, surgeon noticed blood welling up in field, checked the clamp, noticed the crack in the box joint. They removed the clamp and it broke into two pieces. They used a different clamp and carried on with the procedure. Intervention: used a different clamp and carried on with the procedure. Patient status: patient is fine, and completely unaffected.

Event description:
Procedure performed: aortic valve / cag. The clamp was being used to cross clamp the aorta, surgeon noticed blood welling up in field, checked the clamp, noticed the crack in the box joint. They removed the clamp and it broke into two pieces. They used a different clamp and carried on with the procedure. Intervention: used a different clamp and carried on with the procedure. Patient status: patient is fine, and completely unaffected.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that a portion of the clamp had broken off. Engineering observed corrosion around the location of the break. Based on the condition of the returned unit, it is likely that the reported event was caused by the corrosion that was observed around the location of the break. Reusable devices are designed to withstand repeated use and sterilization cycles. However, the lifespan of the device is dependent on the storage, cleaning, and usage conditions. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.